Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results: qc 1: 2.9 inr, qc 2: 2.9 inr , qc 3: 2.9 inr . The obtained qc values were in the allowed range of the used combination strip lot - qc lot. (2.5 - 3.7 inr). All measurements were without error messages. No information was provided in the complaint case that would point to a cause for the result discrepancy. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation: occupation ni equals lay user / patient. Device evaluated by MFR: device requested for return but was not available.

Event description:
The initial reporter complained of a questionable inr result from a coaguchek vantus meter serial number (B)(4) compared to an unknown laboratory method. At 10:00 am the meter result was 2.5 inr. At 2:30 pm the result from a venous sample in the laboratory was 1.8 inr. The customer's therapeutic range is 2 - 2.5 inr. There was no allegation of an adverse event. The customer stated that their overall health is good. The customer does not have hematocrit concerns, does not have antiphospholipid antibodies, is not on heparin, is not on direct thrombin inhibitors, and has had no changes in diet, illness, or medications. The customer is on a low sodium diet. The customer's warfarin dosage was recently changed. The customer's meter was requested for return. The customer stated that the test strips are not available for return as all of them have been used. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.